Event description:
Customer reported the system intermittently reboots itself. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a loose connector on the mother board. System operates as intended.